Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the site did not want service at the time of report as the system was still functioning.

Manufacturer narrative:
Device manufacturing date is unavailable. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that bringing instruments into the emitter field caused the entire screen to flash black before the navigation panes came back up and the case could be continued. There was no delay to the procedure and no impact to the patient outcome.